Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device was not working as intended. Failure of the device to operate as intended may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Event description:
The customer contacted heartsine to report that their device was not working as intended. Failure of the device to operate as intended may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device issued a ¿warning, device service required¿ prompt alongside a flashing red status indicator and failure chirp. The reported fault was attributed to software integrity faults, which had resulted in a corruption of the system code. During the investigation the device could only be successfully power cycled when mechanical pressure was applied around the flash memory chip. It is possible that this fault relates to an issue with the solder joints of the flash memory chip. The device was scrapped by heartsine and the customer was provided with a replacement device.